Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the needle fall into the patient? Yes, but it was retrieved. The following information was requested, but unavailable: if yes were x-rays taken to locate the needle? Was any other tissue damaged as a result of searching the needle? What is the lot number? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown otolaryngology/head and neck procedure on (B)(6) 2022 and suture was used. The needle was detached from the suture during suturing, and it temporarily fell into the dermis. Because the needle was not broken fortunately, the needle was successfully removed from the dermis. No adverse patient consequences were reported. Additional information was requested.